Event description:
Device 2 of 2. Ref MFR report: 1627487-2014-06197. Info received identified the pt experienced warmth at the ipg site while recharging and the device would shock her every time she used it. Pt has pain at the implant site and over leads. The pt is requesting to have her scs system removed. Surgical intervention may be pending to address the issue. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.